Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during aspiration with the needle inserted, air was allegedly aspirated. There was no reported patient

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. As received, one introducer needle reportedly from a ti lp port with 8 fr s/l groshong catheter kit. Upon visual inspection, multiple cracks were noted in the hub of the needle. Leaks were observed in the cracks during functional evaluation. Based on the findings, the investigation is confirmed for the reported leak, specifically a leak due to cracks in the needle hub. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during aspiration with the needle inserted, air was allegedly aspirated. There was no reported patient.